Manufacturer narrative:
###Additional product: d1: heartware ventricular assist system ¿ controller d4: model #: 1420/ catalog #: 1420 / expiration date: 31-oct-2023 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 06-oct-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's spouse called and showed the ventricular assist device (vad) coordinator a vad stop alarm via video chat. The vad stopped for about four minutes before the patient's spouse was able to get it back on. The patient was asymptomatic during the pump off time. The controller was properly plugged in, but not providing power to the vad.  The patient had adequate battery power and the driveline was properly connected. The coordinator walked the patient's spouse through a successful controller exchange and confirmed that the pump was running. The controller was exchanged. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: controller serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump ((B)(4)) was not returned for evaluation. The controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. Log file analysis did not reveal vad stopped alarms within the analyzed period. Log file analysis revealed a controller failed alarm and controller fault alarm were logged on (B)(6) 2023 at 18:36:08. The controller failed alarm was indicative of a loss of communication between the user interface controller (uic) and pump motor controller (pmc). The controller failed alarm is logged as a result of the uic not receiving the expected messages from the pmc for a period of 10 seconds. The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files, while the pmc is responsible for capturing pump parameters, monitoring, and maintaining the pump at the desired speed. The controller fault alarm was logged indicating that the pmc was unable to receive messages from the uic. The controller was powered down on (B)(6) 2023 at 18:43:11, likely due to the reported controller exchange. Internal inspection did not reveal any anomalies. During supplemental testing, the controller was connected to a test motor and allowed to run for an extended period of time; results revealed that the controller failed alarm or controller fault alarm could not be replicated. It is likely the controller failed alarm was perceived as the reported "vad stop". As a result, the reported event was confirmed. Based on risk documentation and the available information, a possible root cause of the controller failed alarm and controller fault alarm event can be attributed, but not limited, to a communication failure between the uic and pmc and/or due to a failure of the pmc. CAPA (B)(4) is investigating this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.